Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws was coming apart. Nothing broke off and they used another kit to finish the case. There were no reports of patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/05/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. Charred material was also observed between the jaws. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Charred material was also observed between the jaws. A microscopic evaluation was conducted. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects observed. The insulation of the cold jaw was observed to be peeled, exposing the metal jaw. The silicone remained attached at the base of the jaw. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent wire", as well as the analyzed failure "peeled; jaw" was confirmed. The lot # 3000328207 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.